Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant inr results between coaguchek xs plus meter (B)(4) and a lab using an unknown reagent. At 10:00 am on (B)(6) 2018, customer tested the patient by fingerstick on the meter and the result was >8.0 inr. At 11:33 am, the patient had a lab draw and the result was 4.71 inr. At 9:40 am on (B)(6) 2018, customer tested the same patient by fingerstick on the meter and the result was 6.4 inr. At 11:48 am, the patient had a lab test and the result was 3.82 inr. The patient has a therapeutic range of 2.5-3.5 inr. Patient is not anemic and is not on heparin or direct thrombin inhibitors. The patient's coumadin dose constantly fluctuates. Patient has had no diet changes or new illnesses. The patient does have antiphospholipid antibodies. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.